Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and information obtained from the customer. Additional information was received from the customer. The scope was last reprocessed on (B)(6) 2020. To the customer's knowledge there was no injury to the patient, and no infection or medical intervention required. There was no damage or abnormalities reported by the provider or the staff. The leak tester used to test the scope is an olympus mu-1 (B)(6) and there have been no issues with the leak tester. The device is being stored in a ventilated cabinet with channel airflow attached. The scope is reprocessed in the medivator using high level disinfectant. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The following is stated in the instructions for use which can prevent the event: "warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.".

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The device was found leaking. The device elevator channel was determined to be loose. The forceps cover was observed with missing glue, the c-body probe was observed to be loose. Broken element (1) was determined on the image and the bending section was found with two broken strands. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed required testing and specifications. Based on evaluation finding, the root cause of the issue likely attributed to users maintenance and or handling issue.

Event description:
It was reported that during reprocessing the device was found with water leakages, fluid invasion. The elevator channel inlet was found loose. There was no patient involvement on this event. No user injury reported.